Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a routine visit, the right ventricular (rv) lead pacing threshold was significantly higher than at implant. A threshold test was performed and the healthcare provider thought that capture was reached and that the patient was having premature ventricular contractions. However, the patient then became severely symptomatic, as their rate became below 20 beats per minute (bpm). It was determined that the right ventricular (rv) lead had dislodged. No adverse patient effects were reported. No further information is known at this time.